Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? Yes trouble shooting notes: none work performed: mps encounters discrepancy between cuts made and final prosthesis position. Problem reproduced. Performed j2 bump stops, j5 encoder read head, j5-j6-j1-j4-j2 plastic covers, led brake release, j5 screw, j4 cover, ndi camera, and ss2u computer replacement. Robotic arm encoder signal quality control performed, optimized values for j2, m4, m5, and m6 axes. The system passed the complete matrix test. The results of the cutting tests performed on the system are equivalent to those obtained with the demo system. The patient data hard disk was delivered to the customer. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that robot was inspected with no reported discrepancies -complaint history review: a review of complaints in trackwise shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be due to accuracy issues with the encoder, bump stop, ss2u computer and camera as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Event description:
Encountered discrepancy between cuts made and final prosthesis position. Case type: tka 2.0. Anterior chamfer cuts were deeper than planned - cut discrepancy was angle 0 degree, 4mm. Planar probe was used to measure cut accuracy.